Event description:
Reportedly, patient had post op bowel leak (blood and bowel contents), dr could not differentiate where leak was coming from due to necrosis, but thinks he was able to see a hole in the ta55-3.5 staple line. Pt had diseased tissue. Pt had to go back into surgery at a later date to fix post op leak. Procedure: right hemicolectomy.